Event description:
It was reported that intermittently, the cartridge was leaking from an undefined area. The customer experienced a low blood glucose (bg) level in the low 50s mg/dl. Customer consumed carbohydrates to address bg. Customer loaded a new cartridge to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.